Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, two lead safety switch (lss) notifications were exhibited for high out of range pacing impedance measurements. The system had been previously reprogrammed following the first lss, however a second alert triggered months later. The associated leads are a non boston scientific products and no stored events were observed during the device data review. Technical services was contacted for recommendations, at which time troubleshooting guidelines were provided. To date, this device remains implanted and in service with no resulting adverse patient effects.